Event description:
Pt sustained a septic loosening of r tibial prosthesis and underwent a surgical procedure to revise.

Manufacturer narrative:
Investigation is not complete. Incorrect event device code. Product was revised. No code. Addressed in package insert.